Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: examination of the returned device found damage consistent with attempted use. The investigation found no product problem as the root cause for the problem experienced. A review of the manufacturing record found no related deviations or anomalies. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a review of the manufacturing record found no related deviations or anomalies. Device history review: a review of the manufacturing record found no related deviations or anomalies.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the doctor started to insert the poly into the cup and immediately realized the locking ard tabs were not the correct shape. He did impact the liner slightly. He used an osteotome to remove the poly and were inserted a new liner. It was also indicated that there was a surgical delay of 5 minutes.